Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that balloon damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 32x2.75 mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.50mm x 24mm liberté¿ stent was advanced to treat the lesion. During procedure, the physician noted that the balloon has been damaged. The device was removed and the procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent. There was contrast in the inflation lumen and blood in the guidewire. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The distal tip was damaged. The first proximal row of stent struts were flared and bent. Device analysis determined the condition of the returned device was not consistent with the complaint incident. Microscopic examination presented no damage or irregularities in the balloon or balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the stent and tip damage were attributable to procedural factors. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).